Event description:
Healthcare professional reported capsular contracture, baker grade unknown and rupture. Record is for left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6 b3 b5 b6 d6b h6. Clarification to partial b3 date of event: "ca 02'2022" was provided. The previously reported event of rupture applies to the contra-lateral side and will be unreported on this record.

Event description:
Healthcare professional later reported "implant rotation and capsular contracture baker grade iii". The event of "rupture" occurred on the contra-lateral side and will be unreported for device on record. The device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ malposition: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and observed a opening on the device were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown and rupture. Record is for left side. Healthcare professional later reported "implant rotation and capsular contracture baker grade iii". The event of "rupture" occurred on the contra-lateral side and will be unreported for device on record. The device was explanted and replaced with another manufacturer's device.